Manufacturer narrative:
The device remained implanted. Review of the manufacturing documentation confirmed that the device met all requirements for release. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis; which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. Device remained implanted.

Event description:
Approximately seventeen and a half months after the implantation, the patient developed elevated vad power consumption and hematuria. He is reported to have been otherwise asymptomatic. An echocardiogram revealed no evidence of thrombus. The patient was treated with tpa with a rapid improvement in the vad parameters. This was followed by an infusion of heparin. However, the vad power consumption rose again a few days later and the patient was given a second treatment of tpa. His medications were adjusted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site performed a controller exchange and returned the devices to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device met specifications. The returned controller ((B)(4)) passed visual examination and functional testing. Review of the available log files revealed 1 'power disconnect' alarm on (B)(6) 2015 and multiple premature port switching events. The alarm logs indicated that the 'power disconnect' alarm was due to a communication error between the controller and the battery. Furthermore, log file analysis revealed previous instances of premature power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00367 and 3007042319-2015-00368) submitted for devices related to the same event.